Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the one gripper that would not drop. It was reported that this was a mitraclip procedure to treat severe degenerative mitral regurgitation (mr). The first mitraclip was advanced into the patient when it was noted that only one of the grippers was actuating with the gripper lever. The other gripper was not dropping. Troubleshooting steps were performed, but did not change the situation. The undeployed mitraclip was removed and replaced. Two mitraclips were implanted resulting in a mean pressure gradient of 4 mm hg. When the mitral valve leaflet was grasped with the third mitraclip the mean gradient pressure was too high at 8 mm hg. The grasp was released and the undeployed mitraclip was removed from the anatomy. The procedure was completed with two clips implanted and mr grade 2. The mitral valve mean gradient pressure returned to 4 mm hg. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
The returned device analysis could not confirm the reported difficult to open or close (gripper actuation - single) as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.